Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to high blood glucose of 600 mg dl with symptoms of vomiting and was treated with insulin administered via pen the length of hospitalization was less than twenty-four hours.